Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: 694965 lead, implanted: (B)(6) 2005; 5076-45 lead, implanted: (B)(6) 2003. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had a lead integrity alert (lia) triggered. It was determined that the rv lead had fractured and exhibited high impedance and oversensing. The rv lead was explanted and replaced. During the replacement of the rv lead, the left ventricular (lv) lead dislodged and exhibited high threshold, no capture and low impedance. The lv lead was capped. No patient complications have been reported as a result of this event.